Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that, while positioning the gantry, the gantry struck the surgical lamp rm and broke the casting allowing it to fall. A nurse was struck in the side of the head by the arm of the lamp. The nurse who was struck suffered a closed head injury, concussion, hematoma down to the neck and was seen in the emergency room. The nurse was off of work for two weeks and took over the counter medication for headaches.